Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reports the ipg is unable to communicate with the external devices. The patient reports she has not recharged her ipg in approximately three weeks. The issue was confirmed by a sjm representative. A replacement charging system did not resolve the issue. The patient underwent surgical intervention (B)(6) 2017 where the ipg was removed and replaced. Therapy was resumed and issue has been resolved.